Manufacturer narrative:
(B)(4). Correction: age. (B)(4). Evaluation summary: the device was returned for evaluation and the reported stent movement/dislodgment was confirmed. The failure to advance was not confirmed as it was based on case circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the failure to advance and stent movement/dislodgment appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, proximal femoral artery, the omnilink stent delivery system was advanced but failed to cross the lesion. The device was removed without reported issue and outside the anatomy the stent implant was noted to be loose on the balloon. The device was not used. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.